Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Boston scientific reported there was a loss of capture with no asystole observed on this lead. The patient underwent lead revision and a new lead was implanted. An explant date was not provided. No adverse patient events were reported. Should additional information become available this file will be updated.